Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was not received . (B)(4).

Event description:
A nurse reported that following a n intraocular lens (iol) implant procedure the patient was experiencing blurred vision. The lens was exchanged. Additional information has been requested.